Manufacturer narrative:
Block b3: exact date unknown, event occurred within the year following the date of implant. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6) /(B)(6). Batch: 7071622/5002754 product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) / (B)(6). Batch: 16585825 / 16780955.

Event description:
It was reported that the patient had inadequate pain relief despite multiple programming sessions. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected. All device components were removed and discarded by the medical facility.